Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console during testing at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console during testing at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the rotor was found corroded. The presence of corrosion is likely to cause or contribute to the device displaying a bias current message.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.